Event description:
Reporter stated she had a heart attack in (B)(6) 2016. She started off with a cardio rehab and instead of feeling better, felt worst. She had shortness of breath and went to the hospital. After cardiac monitoring, the drs discovered that the stent was 100% blocked. Reporter continues to experience symptoms of a heart attack in an attempt to clear the stent, the balloon blocked in the coronary artery. The drs pushed the balloon to the tip of artery and put a stent on each side of the artery to hold it in place. She was administered effient to prevent blood clots. Reporter is worried and afraid to travel out of (B)(6) or do anything for fear of dislocating the device. Reporter states that the MFR refuses to take responsibility regarding this faulty device.